Event description:
Customer reported the filmer is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the motherboard needs to be replaced. Customer has not authorized service.